Manufacturer narrative:
(B)(4). Additional information: patient weight is (B)(6). Loose connection between the patient line and transfer set is a known use error. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it provides step-by-step instructions for properly connecting the patient line to the transfer set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient line disconnected from the transfer set. During troubleshooting, it was determined that the patient had loosened the connection between the patient line and the transfer set prior to the reported event. The technical service representative advised the patient to start therapy over with new supplies. The technical service representative assisted the patient with ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.